Event description:
The customer reported that part of the insulation material on the mechanical wire by the jaw peeled off during the case. There was no pt injury and nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.